Event description:
Caller reported a malfunction on the pump, which did not cause any adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while also being instructed to call back if the malfunction code reappears.